Event description:
The customer reported that the system displayed a "system error detected. System disabled" error message and shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was identified as being faulty and a replacement was ordered. No further repair info is available at this time.